Event description:
It was reported that patient's right hip was revised due to peri prosthetic fracture.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown stem. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned to manufacturer.